Event description:
Discordant total bilirubin, urea nitrogen, troponin, cocaine, and acetaminophen patient results were obtained on a dimension exl 200 instrument. The initial results were reported to the physician, who questioned the results. The same samples were repeated on the same instrument and again on an alternate dimension exl 200 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient interventions or adverse health consequences due to the erroneous and imprecise results.

Manufacturer narrative:
A united states (us) customer reported discordant total bilirubin, urea nitrogen, troponin, cocaine, and acetaminophen patient results obtained on dimension exl 200 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse ran a pre-service precision run on the affected reagents. The cse also replaced and aligned all probes, replaced all syringe tips, reseated all tubing, inspected source lamp, cleaned the cuvette wheel temperature sensor, calibrated the cuvette temperature, cleaned the instrument and waste bottle, and ran post service precision run with acceptable results. The instrument was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.